Manufacturer narrative:
Additional information was requested but was not received. The device was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the current information, the exact root cause could not be identified.

Manufacturer narrative:
The lens for the left eye remained implanted, therefore it was not available for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to the complaint. Therefore, the root cause of the reported event cannot be conclusively determined.

Event description:
Additional information has been received. The patient developed blurred vision. The lens in the right eye (20.0d) was explanted and replaced with a different model lens (18.5d). The patient is doing well after the lens exchange, including improved visual acuity results. No post-operative complications were observed with the patient. This report is for the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced bilateral z-syndrome. The physician performed a yag laser procedure on one eye. For the other eye, the physician explanted the lens and replaced with a new one. Additional information has been requested but has not been received. This MDR is 1 of 2 reports for the patient.